Event description:
Pt found that when they participated in normal school physical education class at the beginning of the 2002/2003 school year, they had chest pain, dizziness and fatique after only 5 minutes of exercise. By the end of january 2003, the pt could not walk fast for 2-3 minutes without having the same, but more severe symptoms. Shortness of breath and trouble sleeping were also experienced. Less than three years prior, the pt had an aortic valve replacement in 1999. In 2003, under very urgent circumstances had a reoperation to replace the aortic valve which was implanted in 1999. The condition of the carpentier-edwards model 2800 is described in the "operative note" from the reoperation surgery as follows: "the previous pericardial valve was noted to be severely calcified with very little leaflet motion and a central area of aortic insufficiency was noted due to retraction of the left coronary leaflet.